Manufacturer narrative:
(B)(4)

Event description:
It was also reported the patient experienced diaphragmatic and extracardiac stimulation. The patient was enrolled in the product sur veillance registry clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead threshold increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d224trk ICD, implanted: (B)(6) 2011; 407645 lead, implanted: (B)(6) 2011. (B)(4).